Event description:
It was reported that during the lead replacement (3006705815-2024-07991) on (B)(6) 2025, the ipg was in surgery mode but was unable to communicate and deemed inoperable. Ipg was replaced intraoperatively, and therapy was restored post-op.

Manufacturer narrative:
It was reported to abbotts during a procedure, the ipg was unable to connect with a clinician programmer (cp) after the fractured lead was removed. Despite being placed in surgery mode, the ipg connection was lost and could not be recovered. The ipg was replaced. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.